Manufacturer narrative:
Alleged failure: during case, 1688 power cycled. After case, unit was power off, unplugged, plugged back in, and was unable to reproduce problem. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Root cause: probable root cause could be attributed to a loose connection on another unit used along the ccu when the issue was observed. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of image for a few minutes.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of image for a few minutes.